Manufacturer narrative:
Per the instructions for use (IFU): death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device disposed of by site.

Event description:
A report was received that this patient was found deceased in his apartment. The patient was never taken to the hospital. The patient had complained to a friend the night before that he was having pain but was not clear on where the pain was located. No cause of death has been listed.  All peripheral device components were disposed of by the site and the pump will not be returned.  It is unknown if an autopsy was performed. Controller log files were sent by the morgue. Log files revealed critical battery alarms.  According to the clinical specialist, "it seems he ran out of power per the logs and everything looked normal on the log files till the pump stopped due to loss of power." There was no reported damage to the controller. No further information was provided.

Manufacturer narrative:
Other devices involved in this event: controller / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) / 1403us / expiration date: 03/31/2017, (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Updated sections: it was reported that the patient was found deceased. The controller and hvad pump were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. A review of the data file on (B)(6) 2017 revealed that battery (B)(4) was connected to power port 1 with 25% relative state of charge (rsoc) at 03:16:11. The controller then switched to power port 2, which was connected to battery (B)(4) at 99% rsoc. (B)(4) remained the primary power source until 11:32:12. Afterwards, (B)(4) was disconnected from power port 2, leaving (B)(4) on power port 1 as the primary power source at 22% rsoc. The battery remained connected for an hour and 10 minutes, until reaching 10% rsoc. The logs registered a critical battery alarm on (B)(6) 2017 at 12:53:25; the alarm was due to (B)(4) falling below 10% rsoc. A controller power up and motor start event was recorded at 12:56:37. The data point prior to the critical battery alarm, and the controller power up event, was recorded at 12:47:22; the logs revealed that (B)(4) was connected to power port 1 at 11% rsoc and no power source was connected to power port 2. Based on this observation, estimated maximum pump off time was 9 minutes and 15 seconds. The data point after the controller power up event, at 13:11:36, revealed that a controller ac adapter was connected to power port 1 and no power source was connected to power port 2. Three additional controller power up events were recorded at 13:30:53, 13:35:35 and 13:40:43; the three controller power up events occurred after the last data point was recorded, which was at 13:26:37. Three critical battery alarms were recorded after 13:34:04; the controller was connected to a controller ac adapter on power port 1 and (B)(4) was connected to power port 2 at a capacity below 8% rsoc. The last controller power up event occurred on (B)(6) 2017 at 09:33:33. A critical battery alarm was registered at 09:33:34; the controller was only connected to (B)(4) with 0% capacity remaining. Based on the available information, the most likely root cause of the reported event can be attributed to a disconnection of both power sources. The power sources connected to the controller, prior to the loss of power, were allowed to be discharged below 10% rsoc. Additionally, the controller was connected to only one power source an hour and 10 minutes before the loss of power. The logs then showed several power source changes, between a controller ac adapter and (B)(4) (below 10% rsoc). Heartware® ventricular assist system - controller 1.0 (B)(4)- controller, (B)(4) not returned to manufacturer , 31-oct-2016. (B)(4). Will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.